Event description:
A malfunction was reported by the customer regarding their insulin pump. The impact on the customer's blood glucose level was unknown. Customer continued to use the pump for insulin therapy.